Manufacturer narrative:
E1 initial reporter facility name is (B)(6); reported here as facility name exceeded character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. When the closure device was recaptured, the access system became kinked, and the closure device could not be pulled back into the was. The physician removed all the devices from the patient, and the procedure was ended. No closure device was implanted in the patient. The patient did not experience any complications as a result of this event.